Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 connector on the distribution node (dn) pca. Additionally, the cable connecting ECG a and ECG b to the front therapy electrode (te) was pulled out of the distribution node (dn) damaging wires within the cable. This damage is consistent with the damaged reported during the resuscitation attempts. Manufacture dates: monitor: 2/13/2013, electrode belt: 9/15/2016. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated one time by the lifevest. The patient was reportedly unconscious at the time of the event. The patient was reportedly in a hospital at the time of the treatment. CPR artifact contributed to the false detection. The response buttons were not pressed during the event. The patient remained in the hospital after the event and continues wearing the lifevest. It was reported during the event that a nurse who was performing CPR on the patient felt the shock from the lifevest. There was no allegation of a serious injury. It was also reported that in the course of attempting to resuscitate the patient, the electrode belt was damaged by medical staff.